Event description:
It was further reported that the lesion treated during the index procedure was located in the distal left anterior descending (dist lad) artery and had a reference vessel diameter of 2.50mm, length of 20.0mm, and was visually 90% stenosed. The physician treated the lesion by directly implanting a 2.50x20mm taxus liberte stent and post-dilatation. Residual stenosis became visually 0%, and timi-3 flow had been kept since pre-index procedure. At 218 days post-index procedure, coronary restenosis was confirmed, and pci was performed. The patient did not have ischemic symptoms. The stenosis was located in the distal lad. Timi 3 flow had been kept throughout the procedure. The patient was discharged the next day.

Manufacturer narrative:
(B)(4).

Event description:
(B) (4). It was reported that following a coronary artery stenting procedure, the patient experienced restenosis. The lesion was in an unspecified vessel. The physician successfully implanted a taxus liberte stent of unknown size on an unknown date. Coronary restenosis was discovered in (B) (6) 2010. The lesion was 3.0mm in diameter. 90% stenosed and 50mm long. The physician treated the restenosis using an unknown balloon catheter and non bsc stent. Post procedure stenosis was 0%. The patient had no anginal symptoms at the time of the event and at the 6 month follow-up.

Manufacturer narrative:
Device evaluated by manufacturer: as the device has not been returned, the complaint investigation site (cis) could not perform a technical analysis. A review of the manufacturing documentation could not be performed as the batch number is unknown. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B) (4).